Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusion: based on the complaint history and work order search, aspecific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens in the pt's eye. Iol dropped and was removed, a different lens was implanted. No pt injury. Further info has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.